Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: deformation device, creases fold and weight to the spec. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The events of capsular contracture and pain are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "disfigured, it hangs, and is hurting," pain and "contractures." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported left side is "disfigured, it hangs, and is hurting." Healthcare professional reported pain and "contractures." Device was explanted.